Event description:
It was reported that the patient had an echocardiogram on (B)(6) 2021 with a result of atrial fibrillation which was sustained for 110 to 120 seconds. The patient was alert and oriented x3-4. The patient denied any pain and required simple instructions, positive reinforcement, and was continued on amiodarone. On (B)(6) 2021, the patient began to have respiratory failure. Their left thoracic cavity had hemothorax and a blood clot. An incision was made in the eighth intercostal space in the anterior axillary line. The chest was fully inspected and suction was used to evacuate the blood and clot. An electrocardiogram on (B)(6) 2021 had results of supraventricular tachycardia. There were no changes to medication and the patient was continued on amiodarone and monitored. On (B)(6) 2021, the patient experienced atrial fibrillation with intermittent paced beats. There was left axis deviation intraventricular conduction delay and poor r wave progression in anterior precordial leads with an abnormal echocardiogram. The patient was cardioverted and the arrhythmia resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation findings: a direct correlation between (B)(6) left ventricular assist system, serial number (B)(4), and the reported events cannot be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The (B)(6) IFU and the (B)(6) patient handbook are currently available. The IFU, ¿introduction¿, lists cardiac arrhythmias, bleeding, and respiratory failure as potential adverse events that may be associated with the use of the (B)(6) left ventricular assist system. Lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of (B)(6) left ventricular assist system. The IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.